Event description:
It was reported to philips that the system shutdown unexpectedly during use. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user started up the system again to continue the process. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shut down unexpectedly during use. Upon troubleshooting, fse measure the power supply but found 372v which is lowered than the required (380v). To resolve this issue, fse advised the hospital equipment department to adjust power supply to 400v. But the same issue reoccurred again after few days where fse reconnected the power supply. After that, the system was returned to use in good working order. The codes were updated based on evaluation outcome.